Manufacturer narrative:
The brand name was documented as power drive in the initial report. It has been updated to air oscillator. The common device name and device product code have been updated accordingly to reflect the correct device. The manufacturer location was documented as waldenburg in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The catalog number was documented as 530.100 in the initial report. It has been updated to (B)(4). The serial number was updated accordingly to reflect the correct device. Device manufacture date: the device manufacture date was documented as (B)(4) 2006 in the initial report. The device manufacture date has been updated as (B)(4) 2000. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the speed of the air oscillator on the power drive device could not be controlled. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.